Manufacturer narrative:
The reported issue of broken or damaged unit with logic board issue could not be confirmed as no product nor device logs were returned for investigation. Device history record a review of the device history record showed the device had a manufacture date of 07sept2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device history and production record only.

Event description:
It was reported that the device was broken or damaged. It has logic board issues. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 09/07/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the device was broken or damaged and has logic board issues could not be confirmed; no product or device logs were returned for investigation. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device was broken or damaged. It has logic board issues. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken or damaged. It has logic board issues. No additional information was provided. There was no patient involvement.